Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred. A double tap technique was then initiated. The case was aborted, and the patient was under general anesthesia. It was noted that the pnp recovered. No further patient complications have been reported as a result of this event.